Event description:
The facility reports pt with post-treatment bleeding from insertion site of less than 100cc. Pt has a right forearm graft that is 2-3 months old. He was taken to emergency room for cauterization after 1 1/2 hours. Pt rec'd heparin, coumadin, and protamine on the day of the incident. MDR is being filed for blood loss.